Manufacturer narrative:
(B)(4). Additional information received on 05/18/2016 substantiated that the reported product is a non-covidien product. (B)(4) has been initiated to capture the event with the product information received.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).